Event description:
It was reported that the customer could not rewind the insulin pump the first time. Then the customer attempted to rewind again, but the device had a stronger noise. The mother stated that she is afraid that the insulin pump delivered more insulin than it should be. It was stated that the mother called from her work and her son is at the school wearing the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.